Event description:
It was reported that the obturator does not connect to the bridge easily on the high flow cannula. No backup was available. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.